Manufacturer narrative:
Correction to h6 impact code from f26 to f12.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient escalated from an impella cp to an impella 5.5 pump as a bridge to recovery due to cardiomyopathy. While on support, a ¿placement signal unreliable¿ alarm was noted with patient movement. It resolved when the patient settled. Furthermore, there was a plan to remove the impella, but the patient coded. Therefore, the impella was left in place. At this time, the patient is still on support.

Manufacturer narrative:
Data logs were reviewed and the complaint was confirmed. The cause of the cardiac arrest cannot be determined as insufficient clinical details were provided. The console is the potential cause of the optical sensor issue. The device passed all post-sterile inspection checks.